Event description:
The ventilator was connected to the pt. The ventilator failed to cycle in the pressure support mode. The ventilator was switched to the simv mode and again failed to cycle. No other settings are available. The alarm status is unk. There was no pt injury.